Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the image is not displayed due to rear panel is damaged and insulation part were communication cable is connected is bent. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the reported problem of no image and the connector was bent. The inspection found insulation area where the communication cable connection is made was bent, and a non-olympus lamp. No image was displayed and the error "e309" was displayed. The rear panel and top cover were bent. The large back connector was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source had no image, and the large back connector was bent. The issue was found before an unspecified procedure. The procedure was completed with another similar device without procedural delay. There were no reports of patient harm.